Event description:
The device was returned from the customer facility due to the device alarming with an occlusion alarm during preventative maintenance testing. There was no report of any adverse pt event while the device was in clinical use. During initial mfg testing, it was found that with the unit powered off. Line d freeflows into the pt line.